Manufacturer narrative:
The impella device was not received from the customer, and therefore, an evaluation of the device was not possible. Upon investigation closure, a supplemental MDR will be filed. Instructions for use for the related event are as follows: ¿potential adverse events (united states) acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and vascular injury¿

Event description:
The user facility reported a 70-year-old male in acute myocardial infarction/cardiogenic shock was implanted with an impella cp device for mechanical circulatory support. While on support, the patient had ectopy when the p-level was higher than p-6. The pump position was confirmed. After the pump was removed, distal pulses were not present. Angiogram revealed a clot in the tibioperoneal trunk. A thrombectomy was performed and flow was restored.

Manufacturer narrative:
The investigation for the reported arrhythmia, limb ischemia, and thrombus has been completed. Neither the device nor sufficient clinical information was returned for evaluation. The root cause of arrhythmia, limb ischemia, and thrombus could not be determined as the device was not returned nor sufficient clinical details. The instructions for use referenced in the initial report is from IFU for impella cp with smartassist system section: potential adverse events (united states), which now includes cardiac or vascular injury (including ventricular perforation).¿ added- h6 clinical code 1721 added- d6a/d6b.